Event description:
Pt reports that one of the needles broke when opening the package to release the syringe. The packing was glued together "too well" as they opened it broke. He used another one, so was not delayed. Lot number of the box not available. Threw it away.